Event description:
During implant procedure during mapping, unacceptable capture thresholds, a pacing impedance problem, and sensing problem were noted on the right ventricular (rv) lead. The rv lead was attempted to be repositioned; during repositioning the helix of the rv lead was found damaged. The rv lead was not implanted and a new rv lead was successfully implanted to resolve this event. The patient was stable.

Event description:
Additional information was received that, oversensing, decreased pacing impedance, and increased capture thresholds resulting in loss of capture was noted on the right ventricular (rv) lead.

Manufacturer narrative:
The reported events were "the helix was very damaged", failure to capture, low pacing impedance and oversensing. As received, a complete lead was returned in one piece. The helix was stretched/bent and clogged with blood/tissue. X-ray examination found the helix stretched/bent consistent with procedural damage. The reported event of "the helix was very damaged" was confirmed. The cause of the "the helix was very damaged" was consistent with procedural damage. The reported events of failure to capture, low pacing impedance and oversensing were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any other anomalies except for procedural damage.